Event description:
It was reported that the right ventricular (rv) lead was oversensing. "Noise was collected in episode", shortly after the system had been implanted. The physician decided to bring the patient back in to surgery in order to inspect the connection. The pocket was opened, disconnected and reconnected which seemed to have resolved any issues. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-52 implantable pacing lead 2014 (B)(6); 4196-88 implantable pacing lead 2014 (B)(6). (B)(4).